Event description:
During a coronary ptca/drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician had pre dilated the calcified, 90% proximal lad lesion, but he was unable to cross the lesion with the taxus express2 2.5 x 16 mm drug eluting stent. He used a back-up guide for support, however, this did not help. The physician tried several more times to advance the stent without success. He then attempted to retrieve the stent by retracting it back into the guide, but this also failed as the stent struts were flaring up with each attempt. The physician then removed the entire system in order to retrieve the stent. On examination, he noted that the stent struts on the proximal end of the stent were distorted. The pt is listed as "satisfactory" with no reported injuries or complications.